Event description:
The vasoview hemopro 2 cautery tip was initially working well during a coronary artery bypass grafting (CABG) with amputation of left atrial appendage. Then it suddenly would no longer cauterize tissue. The staff opened a new device, and it worked without further issue. The procedure was completed without injury to patient or staff.